Event description:
Dr. (B)(6) reported that it was not possible to flush the main port of the delivery system. Patient outcome - "device has been implanted without a problem. Patient is doing fine."

Event description:
(B)(6) reported that it was not possible to flush the main port of the delivery system. Patient outcome - "device has been implanted without a problem. Patient is doing fine."